Event description:
Five weeks after surgery, pt complained of pain and swelling in the knee. The surgeon washed out the area and the pt did better for two weeks before developing pain again. The surgeon decided to remove the screw and sheath.